Manufacturer narrative:
E1: establishment name: (B)(6) clinic. The device was returned to olympus for evaluation. The device evaluation found the device was unable to power on due to a converter failure. The device evaluation also found corrosion on the video connector receiving contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center power went off and there was no image. The issue was found during inspection for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the power did not turn on because the converter in the power supply unit was malfunctioning. Olympus will continue to monitor field performance for this device.